Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full occurs even though the canister is not full. This problem was solved by exchanging the canister. There was no patient harm. There was a one hour delay while the backup was being delivered to the hospital. The treatment during that time is unknown. Canisters will not be returned.

Manufacturer narrative:
The device which was used in treatment has not been returned for evaluation therefore we are unable to establish a relationship between the reported event and the device. If the device is returned in the future this complaint will be re assessed. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. A device history record could not be performed as we do not have the lot number. A complaint history for the reported events has been reviewed revealing further instances, these instances are being monitored to determine if additional actions are required. This investigation is now complete and the root cause could not be determined. At this time we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture so no further action is deemed necessary.